Event description:
Patient was found with a 5 cm cut on left hand between thumb and index finger wich was bleeding. He was sent to the emergency room and returned. Seven sutures were required. He was started on antibiotic therapy. (Keflex 250mg. Gid x 7 days). Dressing to left hand. Sutures to be removed in ten days. He was found at 2:40 pm with side rails up and was (pin rolling) hand around sliding portion of side rail which had sharp edge. Side rail was removed, evaluated and discardeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, material degradation/deterioration, modification of device. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.